Event description:
On (B)(6) 2013, the patient contacted animas and reported a call service 012 alarm. There were reportedly 3 boluses that recorded on (B)(6) 2013. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed a call service alarm recorded on (B)(4) 2013 at 8:26 pm. The user programmed a 5.4 units bolus and the call service alarm occurred after the delivery of 0.5 units of the programmed bolus. The bolus history did not create a record of the partial bolus delivery. On testing, the pump powered on normally and primed correctly. The pump was exercised for 24 hours on a basal delivery rate of 1 unit per hour. Multiple various types of boluses were performed during the course of testing. The pump did not reproduce the call service alarm during testing. The pump was opened for investigation and did not reveal any evidence of moisture, contamination or defect of the interior pump components. The complaint was verified in the pump history but was not duplicated during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.